Manufacturer narrative:
Weight -overweight patient. Implanted date - device was not implanted. Explanted date - device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, investigation conclusions code has been referenced. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the angio-seal device was used for an overweight patient. When the device was attempted to be inserted into the artery, a turnover was found in the tip of the insertion sheath. The device was not used, and another angio-seal device was used to continue the procedure. Subsequently, hemostasis was successfully achieved by the second device. The procedure before deploying the device was percutaneous coronary intervention (pci). Whether a pre-deployment angiogram was performed or not was unknown. The size of the sheath ancillary used was unknown. Whether the puncture site was distal or proximal to the inguinal ligament of the right common femoral artery was unknown. The vessel diameter was unknown. The blood loss was less than 250cc's. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. H6: investigation findings - 114 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon dimensional testing of the returned sample. One used 6fr angio-seal vip was received for product evaluation. The arteriotomy locator was returned mated with the hemostasis sheath along with a sealed polyfoil pouch with carrier tube. No other components were returned for evaluation. Upon visual analysis, the arteriotomy locator was found to be properly mated with the hemostasis sheath. There was a kink observed on the sheath and locator assembly at the blood inlet holes. Transition from locator to sheath was normal. No other visual anomalies were noted that with the returned components. For dimensional testing, the outer diameter of the locator was measured to be 0.090'' which was within the specification of 0.090'' +0.000''/- 0.002''. The outer diameter of the sheath was measured to be 0.115'' which was within the specification of 0.114" +/-0.005". All measurements were within the specifications defined in the engineering drawings active at the time of manufacturing. Based on the evaluation, the complaint could be confirmed for kinked components. The kink that was observed on the assembly indicates likely application of an off-axis force applied while assembling the components. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).